Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person mfg site), g3, g6, h1, h2, h3, h6codes(investigation types, findings, conclusion), h11. A getinge field service engineer (fse) evaluated the device and stated that the present works have been carried out in accordance with the manufacturer's recommendations. Fse replaced cable assy ECG trunk cable 5-lead, purge valve assembly and tubing blood detect. Device cleared for clinical use is unknown.

Event description:
N/a.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp), has a lack of pressure.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.